Event description:
It was reported via social media comment by the patient that the patient had a major seizure and almost died twice. The patient reported that the vns no longer works, but was too dangerous to remove. No additional relevant information has been received to date.